Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined the event can be detected/prevented by following the instructions for use which state: IFU states that detection method in pcf-h170l/I series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in pcf-h170l/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to deformation of up/down knob, water tightness is lost, due to deformation of flexibility adjustment ring, water tightness is lost, plastic distal end cover has a scratch, objective lens has discoloration, switch #2 has a scratch, video connector is deformed, third party repair has been performed, light guide connector has a scratch, video cable has a scratch, protector of the video cable section has a cut, video connector case has a scratch, video connector has a scratch, forceps elevator lever has a scratch, forceps elevator knob has a scratch, up/down knob has a scratch, right/left knob has a scratch, flexibility adjustment ring has a scratch, image guide protector has a scratch, due to deformation of flexibility adjustment ring, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on bending section cover has a chip, due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water removal ability does not meet the standard value, due to dirt on objective lens, there is a lack of image on the monitor, damage or deformation due to physical stress (caused by handling), damage or deformation due to physical stress (caused by handling), damage or deformation due to physical stress (caused by handling), suction cylinder is shaved, scope cover has a scratch, switch box has a scratch, forceps channel port is shaved, control unit has discoloration, due to dirt on objective lens, the image has dark area partially. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.